Manufacturer narrative:
Head section assembly.

Event description:
It was reported by svc report that the telescoping head section would not lock into place due to worn lock pins. No pt involvement or adverse consequences are reported.